Event description:
It was reported that the ilet pump appeared not to charge as expected, with the battery increasing to 5 percent over about an hour and then dropping to 3 percent, after which the user moved the charger to a different outlet and charging resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included remote troubleshooting, including power-source verification. Investigation of this case revealed that the pump and charging system functioned after outlet change, consistent with external power source or connection issues rather than an internal device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related or environment-related charging conditions.